Event description:
Rptr noted pt had endophthalmitis two days post-op. Cultured streptococcus b. From anterior chamber. Performed intravitreous injections and cleaning of the anterior chamber. After treatment, evisceration done.